Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and there was no visible contamination. The event history log was reviewed and there was a primary audible alarm post message. The power up process as well as infusion/occlusion test were conducted. The reported issue was unable to be duplicated. The interconnect flex cable was connected to the main board and the glue was intact on all three mating surfaces on j9 connector. The cause of the issue is unknown, but according to the service manual, the background self-test sensed no current flowing in the primary speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker and interconnect board were replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm. There was no reported adverse event.